Event description:
It was reported that the unit's power cord had a cut in it that exposed the bare wires. There was no patient involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was serviced by a field service representative and the evaluation is pending. This report will be updated when the investigation is complete.